Event description:
It was reported that the balloon ruptured. The target lesion area was located in a severely calcified blood vessel. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.